Event description:
It was reported that a malfunction alarm occurred and caused the customer's blood glucose level to exceed 500 mg/dl. The specific value was not available, as it was displayed as "high." The customer drank water to address the high blood glucose level and did not require assistance from a third party. The malfunction code was identified as malf 12, which was resettable. Customer continued to use the pump.